Event description:
After 3 1/2 hours of 4 hours dialysis treatment, pt with nausea/vomiting - generilized "redness" appearance. Treatment completed, sent to hospital, diagnosed with hemolysis pt transferred. Stabilized, treated and discharged. Pt using reuse dialyzer, 18th use. Using new blood lines with longer arterial segment. Only difference with treatment. Cl. Cordinator observed "new" blood lines "jumping during dialysis treatment.